Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe described as a simple collection of fluid at baseline that was noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system and a double curve watchman access system (was). The was was advanced in the left atrium (la). The la mean pressure was 43mmhg, and a pigtail catheter was inserted and advanced into the laa then a contrast angiogram was taken. A 27mm watchman flx closure device and delivery system (wd) was advanced and inserted in the laa then repositioned three (3) times for optimal position. The wd was subsequently deployed and implanted after meeting release criteria. Hemodynamics were noted to be uneven throughout the procedure but according to the physician, it was discussed that the patients age of 94 years and in heart failure were likely contributors. An effusion sweep was performed on tee and the pre-existing pe was noted to be unchanged. The procedure was concluded. The patient was extubated and brought to the recovery room. After 30 minutes post index procedure, hypotension was noted, and a surface ultrasound was performed one (1) hour post procedure which noted a large pe. A pericardiocentesis was performed and 2l of blood was drained. The patient was hemodynamically stabilized and was transferred to the intensive care unit (ICU) where the patient is expected to fully recover. In the physician's opinion, it is possible a closure device hook slowly went through the laa tissue wall after it was implanted.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe described as a simple collection of fluid at baseline that was noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system and a double curve watchman access system (was). The was was advanced in the left atrium (la). The la mean pressure was 43mmhg, and a pigtail catheter was inserted and advanced into the laa then a contrast angiogram was taken. A 27mm watchman flx closure device and delivery system (wd) was advanced and inserted in the laa then repositioned three (3) times for optimal position. The wd was subsequently deployed and implanted after meeting release criteria. Hemodynamics were noted to be uneven throughout the procedure but according to the physician, it was discussed that the patients age of 94 years and in heart failure were likely contributors. An effusion sweep was performed on tee and the pre-existing pe was noted to be unchanged. The procedure was concluded. The patient was extubated and brought to the recovery room. After 30 minutes post index procedure, hypotension was noted, and a surface ultrasound was performed one (1) hour post procedure which noted a large pe. A pericardiocentesis was performed and 2l of blood was drained. The patient was hemodynamically stabilized and was transferred to the intensive care unit (ICU) where the patient is expected to fully recover. In the physician's opinion, it is possible a closure device hook slowly went through the laa tissue wall after it was implanted. It was further reported the patient was discharged two (2) days post index procedure.